Event description:
Discordant falsely depressed carbon dioxide patient results were obtained on a dimension vista® 1500 system. The discordant patient results were reported to the physicians. The same patient samples were reprocessed on an alternative dimension vista® 1500 system. The higher reprocessed results were considered correct and were reported to the physicians. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient carbon dioxide results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center to report falsely depressed carbon dioxide patient results. Siemens headquarters support center (hsc) has concluded the investigation after reviewing the information provided by the customer and instrument data files. A siemens field service engineer (fse) was dispatched to the site. The fse inspected the system including replacement of the integrated multisensor technology (imt), sample 1 (s1) mixers, and performed alignments which returned the system to fully operational. A potential product issue has not been identified. The probable cause of the event is a malfunctioning sample 1 mixer. The device is performing according to specifications. No further evaluation of this device is required.